Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4) , complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the cope mandril wire guide was inserted through the needle, and the needle caught the wire as it was pulled back through the needle. The wire was stripped and became elongated, so a new wire was used to complete the procedure. It was further noted that the distal weld connection separated from the flexible coiled tip. The product problem did not result in any reported serious injuries to the patient.